Manufacturer narrative:
The reference (B)(4) has beeen allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without furtther incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" secton of the rayone IFU. The device was not returned to rayner. The rayner rayone preloaded iol injection system risk matrix identifies the following as possible causes of "scratched iol (optic)/ scratched iol (during injection)/ cracked iol (optic): forcing a blocked injector, inadequate lubrification, misuse of device, optic edge trapped / damaged on closure of cartridge. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of physical damaged to lens: sharp edge instruments used during surgical procedure; incorrect use of lens injection system; surgeon misidentifying posterior capsule creasing; lens surface ablated by nd:yag operator error; cracked optic surface post injection due to dehydration of lens. Our review of production records for the rayone toric rao610t batch 114257537 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone toric rao610t batch 114257537. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 29th may 2026, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone toric rao610t. The event description provided states that a scratch in the iol optic was observed immediately following implantation necessitating lens explantation and exchange.